Event description:
It was reported during surgery, the "surgeon was compressing the plate to rib using the u+90 system and a metallic popping sound was heard. The primary guide was removed to find the compression hook had broken. All pieces of the broken guide were removed from the surgical field. The remaining 3 primary guides were used". The surgery was completed with no delay. There were no adverse patient consequences reported.

Manufacturer narrative:
Manufacturing and inspection records were reviewed, and no anomalies were found. The primary guide assy, low-profile (part number rbl2320, batch number 538351) was returned for evaluation. The returned primary guide assy, low-profile (part number rbl2320, batch number 538351) was examined visually under magnification. The curved slider of the guide was sheared off, leaving a flat surface with some discoloration/oxidation. This fracture pattern was a brittle fracture, indicating a single over-loading event. There were scratches observed along all surfaces of the guide, indicating wear. The surgical technique warns that over-compressing the u-clip may damage the primary guide. Excess force can cause the u-clip to resist and push back on the guide. Additionally, if the plate is already compressed, manipulation of the guide to reposition the plate may cause a force greater than the yield strength. The plates used with the guide were not returned. Based on the information received, the root cause could not be determined.